Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow-up call made on behalf of medical surveillance. The patient reported that on (B)(6) 2017, from 03:00am to 09:00am she obtained results of ¿110, 220 mg/dl and hi¿ on the subject meter which she felt were inaccurate. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient reported that prior to obtaining the allegedly inaccurate results she had developed symptoms of ¿sweaty and incoherent, which she associated with frustration¿. During follow up the patient stated that they had not taken any meter readings on the subject meter, or made any changes to her usual diabetes management routine, prior to the symptoms developing. The patient reported that her husband treated her with food or drink ¿throughout the night¿. During the call the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The product was requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. It cannot be ruled out that the meter was not reading inaccurately prior to the symptoms developing and therefore may have caused or contributed to the event.